Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2021-02475. It was reported that after experiencing a fall, the patient was unable to get their scs system into MRI mode. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced. During the procedure, it was noted that the lead was fractured. Issue resolved. It is unknown which lead was fractured; therefore, both leads will be reported.